Manufacturer narrative:
Investigation summary: 3 samples were received and evaluated by our quality team. The separations were immediately apparent on 2 of the sets verifying the customer's complaint. The third set was primed and tested for leaks. No leakage was noticed on the third set. Visual analyses under microscope presented tubing with a lack of solvent as the root cause of failure on the 2 separated sets. The third set was tested at every fitment for possible leaks and shallow insertions and no issues were noticed. There were no descriptions of the failure method of the third set. A device history record review for model 2420-0500 lot number 20093369 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 30sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: material no: 2420-0500 , batch no: 20093369. The issue is the device is separated from the clamp. This is a hugely used set by us, we order 100 case at a time, and I can¿t say we have ever had an issue. The lot number on the package is (10) 20093369. Patient impact was they were not able to use the chemo drug and set on patient. Discovered before connection. Appears the tubing is not sealed correctly, this set keeps coming apart.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 20093369. The issue is the device is separated from the clamp. This is a hugely used set by us, we order 100 case at a time, and I can¿t say we have ever had an issue. The lot number on the package is (10) 20093369. Patient impact was they were not able to use the chemo drug and set on patient. Discovered before connection. Appears the tubing is not sealed correctly, this set keeps coming apart.